Manufacturer narrative:
Investigation conclusion: the reported issue of dim segments was confirmed on the returned display boards. The returned display board assemblies were tested using a lvp mockup test fixture (eq111581) attached to a cad pcu. Each board was tested by running basic infusions at 888 ml/h and 88.8 ml/h to determine dim or missing segments. All returned display board assemblies exhibited dim segments. Risk assessment dir: 10000285368 reports dim segment issue associated to faulty component of the seven segment display. A supplier product change notification ((B)(4)) was issued to improve the manufacturing process. There was no patient involvement (npi). Device inspection: the customer returned 2 lvp display board assemblies p/n (B)(4) in one bag. Visual inspection of each board was performed and no damage, corrosion, or cold solder was observed. Root cause: the exact root cause was not identified, however prior failure investigations CAPA (B)(4) identified the most likely probable cause to be related to the led manufacturing process and/or raw materials. A supplier change notification ((B)(4)) was issued to improve the manufacturing process. Device history review: review of the sn (B)(4) service history record showed the device had a manufacture date of 12/22/2014. A review of the device service history record was performed beginning from the date of manufacture to the present date (B)(6) 2020 and indicated that this device has been previously returned for service two times on (B)(6) 2016 and (B)(6) 2019 for issues unrelated to this complaint. Review of the production failure record was performed beginning from the date of manufacture through present. The failure record showed no production failure records were opened for the source device.

Event description:
It was reported that the display boards are being replaced due to the recall/dim segment. There was no patient involvement.